Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving drug, unknown ( at ) via an implantable pump for unknown indications for use. It was reported that physical exam showed some swelling and possible fluid around pump site. Additional information received from the healthcare provider via a clinical study indicated that there were no further reports of a seroma. Additional information received from the healthcare provider via a clinical study indicated that there was pump site pain. Additional information received from the healthcare provider via a clinical study indicated that the patient was told that the pump may be giving them an infection and wanted it explanted. The patient was provided cephalexin due to concern of an infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was explanted.